Event description:
Related manufacturer reference number: 2017865-2023-46971. During a in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead and right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.